Event description:
Patient was revised to address patella crepitus and irregular wear on the insert. Poly wear of the patella was also reported, as well as osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the pfc*sigma/ov/dome pat since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral component or the tibial insert as the product and lot codes required were not provided. It was stated in the initial reporting that no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Be received, the investigation will be re-opened. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.